Event description:
It was reported that a fracture occurred during nail insertion. The fracture was replaced with a gamma 3 long nail and the fractures were fixed. A surgical delay of 40 minutes was reported.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Correction - please refer to b1, h6 (device, component, clinical codes). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a fracture occurred during nail insertion. The fracture was replaced with a gamma 3 long nail and the fractures were fixed. A surgical delay of 40 minutes was reported.